Event description:
It was reported that the customer's insulin pump would not restart, and was unresponsive. Advised a replacement would be sent. No significant event leading up to the event were mentioned.

Manufacturer narrative:
The battery was inserted multiple times and the insulin pump functioned properly. No blank display or display anomaly was noted. No damage was noted inside of the insulin pump. All operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.